Event description:
New compressor blows fuses. The device was not being used to treat or diagnose a pt. There was no injury.

Manufacturer narrative:
Recall: the cause of the blown fuses has been found to be due to the motor. A safety alert has been sent to all customers and all units are being reworked in the field.